Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited chronic loss of capture and programmed to single chamber pacing. The asymptomatic patient presented in the operating room for a scheduled system upgrade. During procedure, it was noted that the lead exhibited high impedance. The lead was connected to the new device and remained implanted with same programming. The procedure concluded successfully and the patient was in stable condition prior, during, and post operation.